Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a laparoscopic total extraperitoneal (tep) inguinal hernia repair , at the 1st step, part of the obturator broke off while going down the trocar. They opened another device to complete the case. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted obturator top disengaged. The insufflation bulb was not received. A functional evaluation found that the hole was covered, and the balloon was inflated using a test insufflation bulb, the balloon inflated and deflated properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.